Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was low at the time of hospitalization. Customer stated that she was in severe pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.